Event description:
Two skin alterations or skin tears noted on the ventral and dorsal sides of penis, due to usage of reliafit trial catheters. The patient was complaining of discomfort with the catheter which was identified by patient's wife (when previously there had been no problems with function or complaints even after assessment in am). The reliafit was removed and a new reliafit placed. The new catheter leaked, and when the nurse attempted to remove the second reliafit using the suggested detachol solution for removal, skin came off with sticky part of tape.